Manufacturer narrative:
(B)(4). The device was returned for evaluation. Macroscopic examination confirms the lateral guiding flange is broken. Microscopic examination reveals a quasi-brittle fracture surface. Light progressive striations are noted and provide some evidence of a fatigue component. The above observations are consistent with over-loading of the lateral guiding flange, possibly during the aggressive extender release techniques.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the distal tip of the extender cracked while being used. No patient complications were reported.